Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the stapler provided a mal-formed staple line. The leg of the staples were not bent. It was not reported how the case was completed. No patient consequence.